Event description:
Cord has pulled away at the strain relief and is exposing wiring.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Returned

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the site rite 8 was visually inspected upon receipt and was found to be in good physical condition. The reported issue is confirmed; the probe¿s cable sleeve is pulling out from the strain relief. The probe¿s cable sleeve is pulling out from the strain relief due to an adhesive failure.

Event description:
Cord has pulled away at the strain relief and is exposing wiring.